Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a 6" (15 cm) aprox 0.49 ml, set de extensión de tres vías microbore con tres microclave¿ clear, cuatro pinzas, luer giratorio that during manipulation of the infusion system, while closing the stopcock of the three-way extension set with its corresponding clamp, a disconnection occurred from the microclave connector tip. The event was identified immediately, revealing a potential risk of venous access contamination; therefore, the device was replaced. There was patient involvement, however no harm as reported.